Manufacturer narrative:
Product analysis: the device has not been returned yet. Device return has been requested. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Conclusion: device history review and investigation is still in progress. Once the device review and investigation is complete, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It cannot be determined from the available information whether the valve was placed higher than intended or if it was only determined during intervention that the valve was too high in relation to the coronary artery based on the patient anatomy. It also cannot be determined why this partial blockage was not noted during the procedure post-deployment. Based on the available information this appears to be a positioning error with no allegations of device malfunctions. A supplemental report will be filed if the device is returned for analysis or if additional information is received.

Event description:
Medtronic received information that 1 day post implant of this transcatheter bioprosthetic valve, the patient experienced chest pain. Angiogram confirmed that the valve was causing a partial blockage of the left coronary artery. The physician decided to open the patient back up and remove the valve and implant another manufacturers tissue valve. Patient is recovering and no further adverse patient effects were reported. The valve is with the hospital pathology department. A request was sent to receive the hospital pathology report and return of the device when released.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.